Manufacturer narrative:
Corrected fields- d5, e2(initila reporter, email), g2, e4. Updated fields- b4, d8, d9, g1(contact person-mfg site), g3, g6, h2, h6(investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) replaced assy helium reservior, all tests are performed according to the manufacturer's specification. The equipment is suitable for clinical use. The signing of this document implies the conformity of the work carried out and the associated documents.

Manufacturer narrative:
Due to character limitation in e1. Full event site name- (B)(6) hospital. Full event site address- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the fill manifold test failed. There was no patient involvement.